Event description:
It was reported the manufacturer representative tried programming the internal neurostimulator prior to implant and the device was not responding to two physician programmers. It was noted there was no interference in the area. It was reported that during telemetry attempts the indicator light never turned green. It was noted turning the programmer off and on did not resolve the issue. It was reported the representative attempted interrogation in a different location and the issue resolved. It was noted a new piece of equipment in the original area was causing electrical interference.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0ebsd, implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).